Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced intermittent low blood glucose (bg) levels (38, 56 mg/dl). Sugar pills and bread were consumed to address the bg level. The customer reported that the pump settings had been changed and was the cause of the low bg. Tandem technical support advised the customer to discuss the low bg with a healthcare provider.